Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is cazin. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: an invalid lot # of 1020339 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gp series infusion set, 1 y experienced leakage. The following information was provided by the initial reporter: there have been difficulties in connecting the set to dialysis circuits with lack of blood in various points of the connection and risk of contamination for the user.

Event description:
It was reported that the gp series infusion set, 1 y experienced leakage. The following information was provided by the initial reporter: there have been difficulties in connecting the set to dialysis circuits with lack of blood in various points of the connection and risk of contamination for the user.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1020339. D.4. Medical device expiration date: 3/31/2023. H.4. Device manufacture date: 03/01/2021. H.6. Investigation: no samples were received for investigation of the complaint, however the customer has reported connection issues when trying to connect the male luer of a 60693e product to the female luer of an unknown product. As part of the feedback the customer provided some photographs of the affected product; analysis of the photographs confirmed the customer's experience with leakage visible from the connection of the products. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined in this instance as neither of the products shown in the customer's photographs were received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. A review of the production records for lot 1020339 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 60693e set in the past 12 months; however these reports do not appear to be attributable to a product defect or manufacturing issue.